Manufacturer narrative:
(B)(4). The field service engineer replaced the cpu board to address the reported problem.

Event description:
The customer reported the ventilator would not power on properly. The customer reported the unit was not in use on patient.

Event description:
The customer reported the ventilator would not power on properly. The customer reported the unit was not in use on pt.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is completed.

Manufacturer narrative:
The cpu board was returned to the manufacturer for failure investigation. Visual inspection of the cpu board revealed no evidence of damage or contamination. The cpu board was tested and no failures were identified. A review of the drpta identified the following sequence of error codes repeated multiple times (error codes 1106, 1107, 1007, 1110, 110e, 110f, 1113, 1102, 1104, 1105, 1118, 1127, 111b and 1115). It was also noted that the time and date for each error were 00:00.00am, 00-00-0000. This is evidence of a spi bus failure, sometimes the result of a failure of u53. The fi tested u53 with no faults found.